Event description:
It was reported that during an open reduction internal fixation of a distal humerus, a variable angle locking plate did not lock and a silicone handle broke during surgery. When attempting to lock the plate, the second and third holes would not lock. The surgeon used another plate and it locked successfully. It was also reported that the quick connect piece fell off of the silicone handle as the scrub technician was loading it onto the shaft. There was a ten minute delay in surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the device was produced and distributed in october 2012. The device was received in a disassembled condition. Visually there is no damage. The sleeve is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device was disassembled, presumably for the cleaning and/or sterilization process. After this process the parts get loose and led finally to the complained issue. No further investigation needed because the complained issue was clearly caused post manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.